Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor due to 240.4150 error. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/04/2006 to present date 10/27/2020 and note that this device has been returned for three times for service which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that 8100 pump module has an error code 240.4150. There was no reported patient involvement.

Manufacturer narrative:
The affected device has not been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that 8100 pump module has an error code 240.4150. There was no reported patient involvement.